Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The valve was not returned to edwards for evaluation as it remains implanted in the patient. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event.    Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle.  Depending on the severity it could be an indication for valve replacement or medical intervention.  Tissue calcification is a very common failure mode.  The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.  In this case, there was no allegation or indication of a manufacturing non-conformance. Based on the limited information provided, the cause for the valve stenosis years post valve implant could not be confirmed, but may be related to the pre-existing valvular disease.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist (fcs), seven years post implant of a 23mm sapien xt, the patient required the placement of a 23mm sapien 3 due to degeneration and ¿as/ai¿. The seven year echo report showed a normal functioning aortic valve bioprosthesis with mild-moderate regurgitation. Three months prior to the echo, the patient began having progressive fatigue and weakness. She stated she does not want to do much d/t the profound fatigue. She denied cp, progressive sob on exertion, and palpitations. Compared to previous echo, there was improvement in the left ventricular ejection fraction compared to prior of 44%. The 23mm edwards sapien s3 valve replacement was seen in the aortic position with normal velocities with mild-moderate perivalvular insufficiency which is well seated and functionally normally. The peak gradient was 48 mmhg; mean gradient 26 mmhg and there was moderate aortic valve regurgitation. Per the five year echo report, mild to moderate central regurgitation was seen. There was no paravalvular regurgitation seen. Peak and mean gradients were 11/6 mmhg respectively.